Manufacturer narrative:
Device - same system components: model: 72404322; lot: 1000047094.

Event description:
It was reported that previous inflatable penile prosthesis (ipp) 700 series device was replaced due to erosion in scrotum and infection on (B)(6) 2018. A 20cmx12mm spp was implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted